Event description:
The customer reported via phone call that their insulin pump was not rewinding properly. The customer stated the piston does not move and they have would have to rewind several times before the insulin pump was functional. The customer did not have any physical damage to the insulin pump. There were also no alarms in the alarm history. Customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was able to rewind properly and passed displacement test. No rewind anomaly noted. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.